Manufacturer narrative:
H11: the actual device was received for evaluation. A visual inspection was performed which noted that the tube was cut into several pieces. A pull test was performed on all joints of the set and no defects were observed. The reported condition was verified. The cause of the cut was determined to be related to the packaging process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution set with duo-vent spike was observed to be sliced in two different sections of the tubing. This occurred while opening the packaging. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.